Event description:
It was reported that during a percutaneous coronary intervention procedure, stent damage occurred. The 75% stenosed target lesion was located in a calcified and moderately tortuous proximal left anterior descending artery. Pre-dilation was performed with an unknown manufacturer¿s balloon catheter then intravascular ultrasound was performed. A promus element 2.5x24mm stent was deployed in the middle left anterior artery. Then a promus element, mr 3.00x16mm stent was then deployed in the target lesion. The promus element, mr 3.00x16mm was inflated with another manufacturer's 2.0/15 balloon catheter. Intravascular ultrasound was performed it was noted that the proximal edge of the promus element 3.0x16mm stent was damaged. A non bsc 3.0x15mm balloon catheter dilated the damaged proximal edge of the stent. Intravascular ultrasound was performed and it was verified the promus element 3.0x16mm stent was well apposed. The procedure was completed with this device. No further patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).